Manufacturer narrative:
The device was returned and failure analysis performed. The analysis confirmed that the device sheath was separated from the anchor at the corewire, which is consistent with the event description. Inspection of the returned device revealed dimensions were within specification. (B)(4) history was reviewed and no (B)(4) have been initiated that are related to this failure mode. Complaint history was reviewed and this is the 3rd reported device fracture at the sheath to anchor joint for the new recessed corewire design. Based on the description of the complaint and analysis completed, the probable root cause for the reported sheath fracture is "use error due to excessive force". The precautions section of the IFU states, "avoid excessive rotation, bending or kinking of the device during insertion and removal as this may cause damage or affect the performance of the device including obstruction of the needle lumen." The physician was retrained to the IFU.

Event description:
The physician was performing an angiography on a pt with a history of previous procedures which had left [him/her] with some scarring of the groin. A 2nd year resident working under the supervision of the physician made the initial stick using the arstasis micropuncture needle. The resident made an additional stick to allow the tissue to be spread. At this point, the physician took over the procedure. The device was backloaded over the guidewire but the physician had trouble advancing the device into the artery and exerted force, twisting and pushing it into the vessel. The physician backed the device out and reattempted to gain the first mark by advancing a second time, but first mark was not achieved. The physician backed the device out for a third attempt and reported hearing a "thump" sound. The physician pulled the device out and noted that the sheath had detached. The physician removed the guidewire and then used a hemostat to pull the sheath out. There were no additional cuts required to access the sheath. The physician converted to a standard arteriotomy technique, and the procedure was successfully completed. The pt recovered without further sequelae.